Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose value was not available after the warm up. The electrode was snapped after the sensor was removed. Customer's blood glucose level was 97 mg/dl. The device was not returned.